Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with manufacturing representatives (rep) on (B)(4). A rep initiated a trickle charge. This single session successfully brought connection with the implantable neurostimulator (ins) and normal recharge screen was observed. The patient charged to 25% and at that point they were able to clear a power on reset (por). Impedances were checked and all were within normal limits. They performed a reprogramming session and the patient was able to obtain desired coverage. When the patient programmer (pp) was used to review icons, the battery icon of the ins was observed to be completely depleted. The rep explained to the patient the need to exercise the battery with the recharger, which the patient understood. The patient was sent home and encouraged to fully charge that day. The patient was seen again on (B)(6) and was reprogrammed. The patient was happy with coverage (more back) and committed to maintain a charged battery. It was confirmed that she had 8 bars and a good understanding of what would be required for her therapy and battery maintenance. The reps were able to pull the patient's battery back from the dead.

Event description:
It was reported that the patient had a device in apparent overdischarge and the patient couldn't "get anything going." They could not perform a physician mode recharge (pmr), due to the fact that the recharger was not charged, was not charging, and the connector pin was broken off in the recharger. The pin was stuck inside the implantable neurostimulator recharger (insr) and they couldn't get the pin out. A clinician programmer (cp) interrogation was unsuccessful. The issue was resolved and determined to be a lack of charging and the patient was not using it much. There was pain at the device pocket and unspecified location due to lack of interrogation and inability to try to redirect stimulation. A replacement was going to be sent. They were going to schedule an appointment to perform a pmr after easter, (B)(6). The patient was alive with no injury at the time of this report. It was later reported that the patient did receive her replacement equipment. The patient had not charged for several months and her battery was overdischarged. They performed three pmrs and were unsuccessful to communicate with the battery. There was a possible battery replacement. The patient was doing well but was not receiving effective therapy because her battery was overdischarged. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Upon device return, analysis found the cable assembly had broken connector pins.

Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).